Event description:
It was reported that during a routine device change out, the new device had oversensing upon putting the device in the pocket and a header block issue was suspected. Also, when the device began pacing, it dropped occasional beats when it was both outside and inside the pocket. The new device was removed and replaced with a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.